Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): change in plan by not putting a screw in the d hole. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, open reduction internal fixation surgery for the humeral diaphyseal fracture was performed with multiloc humeral nail. During checking before implanting the devices in the patient, the drill bit interfered with the level d screw hole on the nail. The surgeon tried another aiming arm, but the problem occurred again. The surgery was completed without inserting screw in the level d hole. Per surgeon even though there was interference, he could insert screw if he wanted to in d hole. However surgeon didn't insert it because per surgeon there was no need to insert screw into d hole. There was no surgical delay. No further information is available. Concomitant device reported: unknown screws (part # unknown, lot# unknown, quantity unknown). This report is for one (1) 8.5mm ti multiloc humeral nail right/cann/240mm-sterile. This is report 1 of 5 for complaint (B)(4).